Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 due to revision for infection. Approximately one months after the first surgery. The surgeon explanted humeral cup ø 40+3, centered clenosphere, standard screw and locking screw. The surgeon implanted humeral cup ø 40+3, centered clenosphere, standard screw and two locking screw.